Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that there was noise issue on both carto and ECG recording system. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that after connecting navistar catheter and cable to the piu, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of signal noise.